Manufacturer narrative:
Concomitant medical products: 3116 gastric mgu ipg; 4351-35 x2 gastric mgu lead, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due infection. The leads were noted with vegetation. Cultures were taken, and antibiotic treatment was provided. No further patient complications have been reported as a result of this event.